Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with ear clip broken off. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed. The customer's reported problem was confirmed. According to the investigation the pump ear clip was broken off which was caused by physical impact and this was induced by the customer. Service's replace the pump ear clip and perform a full pm and functional testing and the pump passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had broken ear clip. It was reported that there was no patient or clinical injury.